Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the right ventricular (rv) lead was dislodged. The rv lead was explanted and a new lead was implanted with good electrical values. The patient was in stable condition.